Event description:
The hospital reported that during the endoscopic vein harvesting procedure, short port leaked when being inflated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. On 1/23, failure analysis investigation found that the short port was leaking from the balloon and not the inflation valve. Air leaking from balloon is reportable malfunction.

Manufacturer narrative:
Investigation details: the testing was completed, and it was found that the balloon leaked air from one edge. The customer complaint is confirmed.